Manufacturer narrative:
Technician found the bed stored on (B)(6) holding area with note stating no head up. Resolve - replaced head up valve solenoid cartridge, to resolve this issue.

Event description:
Bed found with note on bed states "no head up". No injury, no patient impact.